Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that data in the customer's t:connect data management system account was inaccurate. Reportedly, the profile account displayed excessive bolus deliveries. During troubleshooting with tandem's customer technical support (cts), the contact reported that the customer did not input these deliveries. Cts verified in the engineering logs that all bolus deliveries were delivered, and that the data reflected in the t:connect account is accurate. Reportedly, there was no impact to the customer's blood glucose level. Multiple attempts were made by cts to obtain additional information; however, no additional information regarding this event was provided.